Manufacturer narrative:
(B)(6). Concomitant medical products - taperloc stem catalog#: 15-103206 lot#: 871490, m2a magnum taper adapter catalog#: 139256 lot#: 466890, head catalog#:157448 lot#:884830. Reported event was confirmed through review of medical records. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0001825034 - 2016 - 04002.

Event description:
Patient's legal counsel reported patient underwent right hip revision approximately six years post-implantation due to unknown reasons. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. It was reported in medical records received that patient underwent a right hip revision procedure approximately 6 years post-implantation due to a failed implant. During the procedure, the patient underwent an abductor repair. The femoral head and taper adapter were removed and replaced. Patient is experiencing ongoing pain with nerve damage related to the revision procedure